Event description:
Esu in use for leep treatment but on changing esu tip to ball tip lot number 0113ax the esu did not function. Exchanged tip to another ball tip from the same lot number. No change - esu did not work. Changed back to a blade type esu tip and it worked. We obtained a ball tip that had a different lot number and it worked - we were able to continue the case to completion without complication.all ball tips with this lot number were removed from service.